Manufacturer narrative:
High energy shocks were delivered to test the system. The out of range impedance could not be reproduced, and no lead damage could be seen on x-ray. The physician elected not to perform a revision procedure. The patient was discharged with no further adverse effects. A copy of device memory was reviewed by boston scientific technical services. Ts recommended continued monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this device had a single daily shock impedance measurement less than 20 ohms. The patient was hospitalized.